Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), high right ventricular (rv) impedance measurements and noise were noted. A fracture was then visualized on the non-boston scientific rv lead in the pocket. Further analysis via the pacing system analyzer (psa) confirmed the lead fracture with reproducible noise and high impedance measurements. The lead was explanted and replaced. Then rv noise and oversensing were noted with the new lead and this device, which was attributed to air bubbles in the device header. The noise subsided by the end of the procedure and again, no noise was observed the following day during the pre-discharge device check. No interventions were required. No adverse patient effects were reported. The device remains in service.